Event description:
The following has been reported: biomed reported: "touch screen not working" patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (screen, no input). The lcd touchscreen was not responding to touch input. Internal investigation found the flex cable for the touch screen was not connected to the pcba/main board connector and connector was in the closed position. The rear housing is damaged / broken at the top where the device connects to the power bracket. Touch input cable was reseated and functionality restored. Replacing main /pcba and rear housing. No other damage found.